Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. The device was sent to the customer's third party service center for evaluation. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) indicating a stalled main blower. There was no patient injury reported as a result of this incident.